Event description:
It was reported that patient complications occurred resulting in additional device intervention. The 18 mm x 2.50 mm target lesion was located in the distal circumflex artery. The target lesion was pre-treated with a 2.25 mm x 15 mm wolverine cutting balloon and a semi-compliant balloon angioplasty catheter. Following pre-treatment with the wolverine cutting balloon, 50% residual stenosis and timi flow of 3 was noted. The lesion was further implanted with a 2.50 mm x 20 mm synergy shield drug eluting stent resulting in 50% stenosis and timi flow of 3. A non-target lesion, located from the proximal to mid right coronary artery (rca), was treated successfully with 4.00 mm x 33 mm and 4.00 mm x 28 mm drug eluting stents. The patient was discharged from the hospital the next day.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.